Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 67mm diameter abdominal aortic aneurysm. It was reported that approximately 3 months post index procedure, on follow up CT, the physician was concerned about the possible presence of a type ia endoleak. A type ib endoleak was also suspected within etlw1613c93e. As per the physician, the cause of the event is due to anatomy as the infrarenal aorta and right common iliac appear to have dilated since the initial implant of the stent grafts. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information was received reported that an angiogram was performed. An endurant ii cuff (28x28x70) was implanted along with a non-medtronic stent into the left renal. The physician confirmed the endoleak has resolved and the patient is fine. It was reported that 2 non-medtronic stents were implanted, one in the internal iliac and one in the external iliac. This resolved the type ib leak, according to the physician. No additional clinical sequelae were reported, and the patient is fine. Internal film review: the exact cause of the reported endoleaks could not be determined from the films provided. The pre-implant anatomy is unknown, and films during implant were not available for review. CT¿s from 3 months post-implant revealed that the bifurcate was positioned ~5mm below the lowest left renal. The aortic body and infrarenal neck were essentially straight and no appreciable calcification was seen within the neck. However, there appeared to be inadequate stent graft radial apposition of the bifurcate with the proximal neck, and a likely proximal type I endoleak was visible. The neck diameter just below the left renal measured ~26mm, the bifurcate proximal od measured 29mm, and the neck diameter at that same level measured 33mm. Contrast was also seen outside the distal right/contra limb which was not in contact with the iliac artery and measured 17mm in diameter. There was contrast seen within the distal aaa sac, possibly from a distal type ib on the right side, however the contrast was continuous with the proximal type I endoleak contrast and therefore a type ib (or an additional endoleak of unknown source) could not be confirmed. The cause of the proximal type I and potential type ib was likely due to disease progression; proximal neck and iliac dilatation. If information is provided in the future, a supplemental report will be issued.